Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they could not get carelink to work. Customer's blood glucose level dropped to 31 mg/dl and the ambulance was called on (B)(6) 2016. The customer removed the insulin pump and had juice and chocolate to help bring his blood glucose level up. With all the chocolate and juice he had, his blood glucose level should have been around 700 mg/dl. The customer was not hospitalized. The device was not returned.